Event description:
Tracheostomy done 10/3/97 with placement of #7 portex trach tube. On return to cell, rt reported 200-250 cc volume loss, air coming out through mouth with cuff fully inflated. Trach was replaced with another #7 portex tube which resolved leak. Rt reports no observable defect, cannula was secure.